Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 23/jul/2019 stating pentax medical video duodenoscope model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 8 colony forming units (cfu) comprised of the following 8 isolates: 1 - positive cocci - micrococcus luteus; 2 - positive cocci - micrococcus luteus; 3 - positive rods - bacillus butanolivorans; 4 - positive cocci - staphylococcus capitis; 5 - negative rods - pseudomonas luteola; 6 - positive cocci - micrococcus luteus; 7 - negative rods - brevibacillus invocatus; 8 - positive cocci - micrococcus luteus. Study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 01/aug/2019. The loaner duodenoscope was inspected by pentax medical service on 05/aug/2019. Inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection. Primary operation channel resistance. Passed wet leak test. Suction tube resistance. Passed dry leak test. The loaner duodenoscope is currently undergoing repairs.